Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and determined that batteries tests are passed, and no issues found. Fse found that fitting on internal helium tank assembly broken due to a previous drop. Fse resolved the issue by resolved the issue by replacing assy,helium reservior. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received the following parts associated with this complaint. Part was received with a reported failure of a helium leak due to damage from a drop. The fat performed a visual inspection and found the part to be damaged where the helium tubing connects to. Confirmed the reported failure but no root cause identified. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a helium leak and battery issues. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a helium leak and battery issues. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected data: b5. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during pre use check, the cardiosave intra-aortic balloon pump (iabp) had a helium leak and battery issues. There was no patient involvement.